Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels. Bg values and causes were not provided. Reportedly, the customer "passed out." Additionally, it was reported that the customer experienced "touchscreen issues." Customer declined troubleshooting with tandem technical support and declined to provide further information.